Event description:
It was reported to philips that the image disk was defective, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnostic procedure, and the procedure was completed as planned. The problem was with the view forum console (used for adding annotations on images), and it was only on a secondary console, as the customer did not need this console to complete the procedure. The philips field service engineer (fse) inspected the system on-site and found that the application did not start because the image disk was defective. To resolve the issue, the fse changed the disk and completed the reloading of the working system software. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned on the same system, with no impact on the completion of the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.